Event description:
Customer reported cartridge alarm 31 without causing their blood glucose level to exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Customer was advised by technical support to continue using their current pump and will receive a replacement pump with updated software. Technical support instructed the customer on storage mode procedure and emphasized returning the problematic pump within 10 days using a pre-paid ups label.